Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 52cm of the distal portion. Analysis found inside out abrasions at 7.3cm-8.3cm and at 13.5cm-15.8cm from the distal end. The sensing cables were extended and exposed, but the ptfe coating was normal. These damages could not cause the reported low impedance. Since a partial lead was received, a complete analysis could not be performed. Thee returned portion of the lead exhibited normal electrical characteristics.

Event description:
It was reported that during a follow-up, low lead impedance was observed. X-ray revealed insulation damage.